Event description:
The moog curlin infusion administration set 340-4114 in combination the curlin cms4000 infusion pump resulted in multiple alerts and alarms which were resolved only after replacing the infusion bag with attached set. The problem appears to be a defect in the tubing that creates a false alarm in the pump, precluding it from infusing as programmed. A 5-fluorouracil 4800 mg/184 ml to infuse intravenously over 46 hours at 4 ml/hr via curlin pump on continuous setting.